Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension exl with lm instrument on four patients. The initial results were reported to the physician(s). The same samples were repeated on an alternate instrument and those results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that during the time of the event, the instrument displayed insufficient diluent in port errors. The tsc worked with the customer and determined that the diluent bottle tubing separated from the diluent bottle, causing the system errors and discordant sodium, potassium and chloride results. The tsc instructed the customer to re-connect the diluent bottle tubing, replace the rotary valve seal and to clean the rotary valve port holes. The instrument is performing within specifications. Further evaluation of the device is not required.